Event description:
It was reported that the ilet generated recurring alert 60 related to bluetooth communications that persisted after multiple restarts, and the device will be replaced; the device battery was reported at 75 percent and the patient was using a dexcom g7 cgm. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of the device-reported alert and troubleshooting by guided restart, with arrangements for device return and replacement. Investigation of this case revealed a persistent communication malfunction associated with the ilet bluetooth function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.